Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not in disconnected mode or critical override. The technical support specialist (tss) logged into medapp, checked under "sync status," and verified that the station was communicating with the server. The tss dialed into the server and verified that all services were up and running fine. Then, the tss ran the "server downtime" query and confirmed that communication between cce and es was up and running fine, with no disconnected flags found. The tss ran a query and verified that both adt and pis messages were crossing over. Then the tss logged into pyxis es server, checked, and verified that orders were showing up on the patient profile and informed customer that the issue was resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es all patient orders were not crossing and nurses unable to pull out medications. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.